Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.